Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the descending colon in a procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy. Block h11: the returned resolution 360 clip was analyzed. The device was returned with the clip assembly attached and showed no visible failures during visual inspection, and both visual and microscopic evaluations confirmed that the device was capable of achieving full deployment. No other problems with the device were noted. The reported event of clip unable to deploy was not confirmed since the clip assembly was able to perform a full deployment. Based on all available information, the probable root cause assigned is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the descending colon in a procedure performed on (B)(6) 2025. During the procedure, the clip could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.